Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading erratically at the end of (B)(6) 2018, when he obtained alleged inaccurately erratic blood glucose results of ¿288 and 65 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient reported that several months prior to noticing the alleged inaccurate results, he developed symptoms of ¿weak, dizziness, headache and blurry vision¿. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps. He confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Weak, dizziness, headache and blurry vision, while using the product. Although the reported symptoms occurred prior to the patient obtaining the alleged inaccurate results, the subject meter could not be ruled out as a cause or contributor to the event.